Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 400 mg/dl. The customer was treated high with bolus, pump and manual injections. The customer had reported symptoms such as nausea and dizziness. Customer¿s high blood glucose level was 150 mg/dl at the time of the incident. Customer¿s current blood glucose level was reported as 400 mg/dl. Customer bolus for dinner and afterwards her blood glucose was 329 mg/dl. It started to increase so she bolus again but it continued to go higher. She removed the set and noticed that the cannula was bent. She inserted a new set and bolus but her blood glucose increased to 369 mg/dl. 20 minutes later it continued to increase so she gave herself a manual injections. The customer was assisted with troubleshooting. Customer stated that the drive support cap was normal. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. It was reported that customer does not allege pump was under delivering. The sensor will not be returned for analysis